Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user's test strip was stored in poor storage conditions.

Event description:
Customer complains of low results. Representative of pharmacy is calling on behalf of, (B)(6). She feels well and do not require medical attention. The customer's expected blood results are 90-120mg/dl fasting. Verified the strips expired 01/31/2015. Customer confirms the strips are stored in the bathroom. (B)(6). Reviewed meter memory: 1:30mg/dl (B)(6) 2015 09:01:00 am fasting:yes. Customers is concerned with 30mg/dl on (B)(6) 2015 09:01:00 am. No adverse event reported.

Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of low results. Representative of pharmacy is calling on behalf of, (B)(6). She feels well and do not require medical attention. The customer's expected blood results are 90-120mg/dl fasting. Verified the strips expired 01/31/2015. Customer confirms the strips are stored in the bathroom. (B)(6). Reviewed meter memory: 1:30mg/dl (B)(6) 2015 09:01:00 am fasting: yes. Customers is concerned with 30mg/dl on (B)(6) 2015 09:01:00 am. No adverse event reported.